Event description:
The facility reports two cnas were transferring the resident. They confirmed that all four sling clips snapped onto the bar. As one cna started to back the lift away from the bed, they heard a popping noise. The resident suddenly fell out of the sling, landing face-down toward the floor, hitting his head and face on the legs of the lift. The cna said the top left clip popped off the bar. The resident sustained a laceration above the left eye, a large skin tear. And facial fractures. The resident was admitted to the hospital after receiving treatment at the emergency room.